Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the right ventricular lead. The right ventricular lead was also noted to have no capture, high pacing impedance, noise, short v-v intervals, and was suspected to be fractured. The lead was programmed off. A few days later the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.